Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate either an intermittent or complete loss of image. The device was tested with three different video processors and light sources, and found to work appropriately. There were minor scratches and peeling present on the inserting tube, and play in the angulation controls. The light guide lenses required re-gluing. The device has been serviced and returned to the customer. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during an unspecified type of colonoscopy procedure, they experienced a complete loss of image that was not recovered. User facility staff had reportedly observed an intermittent loss of image prior to use, but elected to use the device. When the users reached the cecum, the image first became gray, then reportedly became completely black. There were no sharps extended at the time of the image loss, and the procedure was complete with a similar, but different device. There was no pt harm.